Event description:
The customer reported that while the panorama central station was in use monitoring patients along with bedside monitors and ambulatory telepacks, the system shut down. This happened several times. The first few times, they were able to reboot the system. Eventually, they could not reboot the system. No patient injury was reported.

Manufacturer narrative:
The customer called datascope patient monitoring service. The service representative was able to assist them in getting the unit running by describing how to clear the system error logs and reset the system, plugging it directly into the wall outlet. The service representative arranged to have a ups shipped to the customer. A second company representative installed the ups several days later. The system was tested to factory specifications. It functioned normally and was returned to use.